Event description:
Device report from synthes (B)(4) reports an event in (B)(6) as follows: during an interlocking femur surgery on (B)(6) 2013, the surgeon reamed for about 20 minutes using an 8.5mm reamer head (p/n 352.085) that broke into pieces and the synream flexible shaft (p/n 352.040) tip also broke. The broken parts of the reamer head were found inside the patient's piriformis fossa entry point, and the surgeon removed the reamer surgery was delayed around 20 minutes. Patient was not harmed during the process, and no medical intervention was needed. Report 1 of 2 for complaint (B)(4).

Manufacturer narrative:
(B)(4). This device used for treatment and not diagnosis. The device was produced and distributed in january 2013. The total shaft has heavy marks and striations. The shaft is slightly bent. The prongs on the coupling part are broken off. Because of the damage, the complaint relevant dimensions cannot be checked for dimensional accuracy of the valid manufacturing specifications. The manufacturing documents where reviewed and no discrepancies to the specifications where found. The investigation shows that the connection part is probably damaged due to mechanical overloading during use. It is possible that there was applied too much mechanical force at the coupling part which could lead to this breakage.

Manufacturer narrative:
Device was used for treatment not for diagnosis. Subject device has been received and is currently in the evaluation process. Investigation is ongoing; no conclusion could be drawn. A review of the device history records was performed and no complaint related issues were found. Placeholder.